Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 46-47 mg/dl due to settings needing adjustments. In addition, in one instance customer muted dexcom low alert and did not realize bg had lowered, requiring intervention by his wife, who provided juice to address low bg. Tandem technical support advised customer to consult with his healthcare provider regarding settings adjustments.